Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (suspend) issue. It was reported that the pump initiated the suspend function without user intervention. During troubleshooting, the user attempted to resume normal delivery; however, the pump continued to initiate the suspend function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on 11/17/2015 with the following findings: during testing, the pump powered on properly with audible tones and vibration. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no unintended suspensions observed. All of the keypad buttons responded appropriately. The pump was manually suspended and resumed without issues. The complaint was not duplicated, and no defect was found.